Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
An evaluation of the returned loaner evis exera ii ultrasonic bronchofibervideoscope revealed, the coating of the connecting tube was peeled off (one millimeter square or more). There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. Forceps control lever had discoloration. The connection between scope connector and universal cord was loose. The adhesive part on the bending section cover was detached. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.